Manufacturer narrative:
(B)(4) follow up. It was reported there were prefilled syringes without any labeling on them. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two prefilled syringes. One has the syringe barrel label, and the other does not. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel labeling process. A device history record review was completed for provided material number 306594, lot 3355683. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel labeling process was performed. The settings and alignment of the label feeder was correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Flush pre-canned syringes without any labelling on them.

Event description:
Flush pre-canned syringes without any labelling on them.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.